Event description:
It was reported that the patient experienced unspecified issues with an ultrex inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced mechanical issues due to unknown causes with the ipp leading to the surgery. It was also indicated that the ipp has not been activated yet. No more information available at the moment. Should additional information become available, it will be provided.